Manufacturer narrative:
This event has been previously reported by the initial reporter under medwatch number: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a robotic hysterectomy and bilateral salpingectomy, the bipolar cautery activated on it's own while inside the patient. The surgeon was not activating the instrument at the time it started firing. At that time, the bipolar cord was attached to a robotic bipolar forceps which was inserted into the davinci robotic arm number 2 and in the patient's abdomen. The patient was not harmed. The bipolar forceps was changed with the same result; the esu generator fired without being activated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary one device was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample met specification as received by medtronic. The reported condition could not be confirmed. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.